Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that the ECG waveform cannot be displayed. There was no patient harm or injury reported to philips. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. Device was used to monitor patient. Customer confirmed that the ECG trunk cable is damaged. After replacing the ECG trunk cable, device was back to normal use. Based on the information available and the testing conducted, the cause of the reported problem was damaged ECG trunk cable. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl exhibited the loss of ECG monitoring on a 71 year old female patient being treated by an emergency response team for complaints of dizziness, nausea, and vomiting. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.